Event description:
It was reported via the customer "iab placed. Received helium loss alarm almost immediately. No blood noted in tubing. Echo done and nothing noted. Continued helium loss alarms so console was switched and again almost immediately received a helium loss alarm. Repeat echo done and "the aorta was filled with air". Additional informaiton states that in an attempt to continue therapy the pump console was swapped. The patient's current condition is reported as "deceased". Please see associated MDR# 3010532612-2024-01106 and MDR# 3010532612-2024-01108.

Manufacturer narrative:
(B)(4). Upon further review it was determined that this was not a reportable event, thus, the initial MDR submitted on 12/19/2024 should be retracted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via the customer "iab placed. Received helium loss alarm almost immediately. No blood noted in tubing. Echo done and nothing noted. Continued helium loss alarms so console was switched and again almost immediately received a helium loss alarm. Repeat echo done and "the aorta was filled with air". Additional information states that in an attempt to continue therapy the pump console was swapped. The patient's current condition is reported as "deceased". Please see associated MDR# 3010532612-2024-01106 and MDR# 3010532612-2024-01108.